Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not received for evaluation, however one picture and one video was received and visually inspected. During the visual inspection of the provided video and photo, an external fluid leak at the connection housing and dialysate port of monitor was visible. The reported failure could be confirmed. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of polyflux 170h had external fluid leakage at the connection part during treatment. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.